Manufacturer narrative:
Continued e.1. Facility name: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture, baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV and "lateral pole pain". Healthcare professional additionally reported right side "hypoechoic area in the lower right quadrant near the inframammary fold (identified as nodule)¿, which is not device-related. Device remains implanted.